Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the (B)(6) was not confirmed as the issue was not reproduced during testing. The (B)(6) was connected to power using the returned ac power cord with no issues or alarms active. The mpu was then connected to a mock circulatory loop and allowed to run for several days with no issues observed. A full functional checkout was performed, and the unit passed all tests. The (B)(6) with customer¿s v-lock ac power cord was returned to the customer site. The root cause of the reported yellow wrench event could not be conclusively determined through this analysis. During the investigation there was an incidental finding of cosmetic damage to the cable jacket was noted along the length of the patient cable. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 28mar2021. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the yellow wrench alarm on the mobile power unit, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm on their mobile power unit (mpu) on 9:00 am on (B)(6) 2021. Upon inspection of the patient's mpu there was a yellow wrench light on. The patient changed power sources to their battery. The patient changed the aa battery in the mpu but the yellow wrench was still on. The patient's mpu was exchanged.